Event description:
It was reported that pump issued recurring cartridge alarm during insulin delivery, and customer could not successfully load cartridge despite guidance from support. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to attempt proper cartridge loading, and when alarm persisted, pump was replaced by distributor representative and device was arranged for return to tandem.